Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload had a full complement of staples and the jaws were open. The reload was loaded into the subject instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when the surgeon tried to connect the second reload, the connection could not be performed. The handle was replaced with a new one but same issue occurred. The reload was replaced with a new one and it could be connected. The sales representative checked and noted that the lock ring of the reload was misaligned and tried to returned it and could be connected without any problems. The product was not used to patient. Another device was used to complete the case.